Event description:
Injury (needle): a pharmacist from germany reported that a novofine 30 needle broke off in the skin of a pt. The needle was surgically removed. No further info concerning the pt or the event is known. Needle not returned for investigation. Batch documentation was investigated and nothing irregular was detected in that connection.